Event description:
I was asleep when my minimed 530g with enlite went beeping and awoke me, it had already done so with a low alert and I could feel that my bg was not too low so I was trying to stop it's alert sound. After act esc didn't stop it, I tried turning it's light on which did not then pressed act more and it stopped beeping. The result was an unintentional and unknown bolus of the maximum setting, 15 units. Some time later my wife awoke to find me sweating and nonresponsive and was able to get me enough glucose to get me back to normal.